Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 39 months. No problem was reported - "normal replacement for battery depletion". A follow-up report will be sent if additional info becomes available.